Event description:
The pt experienced a shocking/jolting sensation at the pocket site and parasthesia area when having impedance measurement resting performed. It indicated that she also felt shocking intermittently when the device was turned off. It was noted that the lead was bent on x-ray. It was also reported that the pt had a revision procedure performed. A further revision was planned. Further info was requested.

Manufacturer narrative:
(B)(4)